Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse event(s) of intractable nausea/vomiting, uremia, hyponatremia, hypomagnesia and altered mental status changes which warranted hospitalization. The medical record attributes the patient¿s altered mental status, hypomagnesia and hyponatremia to the patient¿s uremia which was likely caused by a lack of ccpd therapy for approximately 48 hours. The etiology of the peritonitis is unknown; therefore causality cannot be established. However, those patients undergoing peritoneal dialysis therapy are considered at high risk for peritoneum infections. No cause was established for the event(s) of intractable nausea/vomiting and positive fecal occult culture, therefore causality cannot be determined. However, gastrointestinal complications are known to commonly occur in those patients with renal failure, and this patient was known to have a preexisting history of gastrointestinal complications. There is no documentation or indication the liberty select cycler caused or contributed to the adverse event. Additionally, there is no allegation or evidence of a malfunction or of the machine failing to perform as expected in relation to this event(s). Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized due to vomiting. The patient reportedly has a past medical history, which included chronic nausea, vomiting and diarrhea. The pdrn noted the patient is a frail and elderly, with known weakness and a poor appetite. Medical records were received and revealed the patient was hospitalized due to intractable nausea/vomiting, uremia, hyponatremia, hypomagnesia and altered mental status changes. The patient¿s peritoneal fluid cultures were concerning for peritonitis and the patient was started on vancomycin and zosyn (route, dosage, duration, and frequency not provided). Nephrology was consulted and the patient was transitioned to hemodialysis (hd) to address the patient¿s uremia and altered mental status. The record indicates the patient¿s mental status and uremia improved with hd, and the patient was transitioned back to pd for rrt (dates not provided). The patient¿s hyponatremia and hypomagnesia were treated with oral supplements. Gastroenterology (gi) was consulted for the nausea/vomiting and a positive fecal occult blood test; however no endoscopy was recommended as their hemoglobin had stabilized. The patient was treated with a proton pump inhibitor (ppi); however the route, dosage, duration and frequency was not provided. The patient was deemed stable and ready for discharge after 8 days. The patient was discharged on oral cipro for 2 weeks, and follow-up peritoneal effluent fluid culture was to be collected upon its completion.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.